Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricle. Farfield oversensing was also noted on the atrial channel. The device remains in service. No adverse patient effects were reported.